Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery reciprocator device seized, jammed and was heavy moving. It was further noted that the motor was running rough. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the general was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to material out of specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.